Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow-up. Upon device interrogation, multiple auto mode switch episodes and a single high ventricular rate episode were observed due to noise on both atrial and ventricular channels. Programming changes were recommended. The patient was sent home and will continue to be monitored. The patient was stable before, during, and after the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient presented in clinic for a follow-up after experiencing pocket stimulation due to low impedance, and loss of capture. Programming changes were made and a lead replacement was recommended. The patient was doing well.